Manufacturer narrative:
The manufacturer previously reported information alleging the trilogy ev300 USA device has a blank screen. The device boots properly but nothing is showing on screen. There was no harm or injury reported. The device was not in patient use. New information received during the on-site service of the trilogy ev300 USA device, confirmed that the unit was dropped. The device's lcd display is broken. The device's lcd and display board have been replaced to address the broken display. However, the unit will not power on now. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Event description:
The manufacturer received information alleging the trilogy ev300 USA device has a blank screen. The device boots properly but nothing is showing on screen. There was no harm or injury reported. The device was not in patient use. The customer has requested on-site service of the trilogy ev300 USA device, but evaluation has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.